Manufacturer narrative:
The reported event was confirmed ¿ supplier related due to water leakage at the inflation valve of the catheters during inflating the balloon with a syringe. The potential root cause for this failure could be due to a defective tip on the syringe- smaller tip at the taper end caused the water to leak during inflation from supplier. A DHR review is not required for this complaint. A risk review and labeling review is not required as the investigation was confirmed related to supplier issue.  H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected

Event description:
It was reported that during a pretest, the sterile water leaked from the foley catheter. According to the inquiry sheet, there was no balloon rupture or tear and no materials possibly came into contact with the catheter. There was no patient urine stone and the catheter was not pulled. Per follow-up information received from ibc on 02jun2023, stated that no resistance was reported while inflating the balloon.